Manufacturer narrative:
Analysis confirmed that the programmer lost communication with the analyzer. It was also found that there were disturbed pins in the patient connector.

Event description:
It was reported that when the analyzer was connected to a programmer, it generated an error indicating that the programmer could not connect to the analyzer. The analyzer was attempted in a different programmer, and the same error occurred. The analyzer has been returned for service. There was no patient involvement.